Event description:
Boston scientific crm received information that this right ventricular lead had increased thresholds with four loss of capture events. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned.